Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error 15 while using the device updater to update the pump. During troubleshooting with tandem technical support (cts), it was advised for the customer to try unplugging then plugging the pump back in on both the cable and the port end; however, the error was unable to be cleared. Cts advised for the customer to try another port; however, the error was still unable to be cleared. Reportedly, the customer was unable to continue the update process and is unable to use the pump. The customer's blood glucose level was 270 mg/dl and was addressed with manual injections. It was confirmed that the customer had an alternate method of insulin delivery available.